Event description:
It was reported that a leak was observed from a half day infusor from an unknown location during storage. There is no report of patient involvement. No additional information is available. This medical device report is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was available for evaluation at the plant. No defect was observed during visual inspection. A functional leak test was subsequently performed by refilling the unit with green color water. After fill, no evidence of leak was observed. The next day, there was still no evidence of leak observed. During the leak test, the red cap (non-baxter product which were returned with the units) and the blue winged luer cap (baxter's product which were not returned with the units) were used. No evidence of leak was observed during the leak test when the red and blue caps were securely tightened. Based on the evaluation finding, the reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This lot was manufactured between october 23, 2013 and october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.